Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was admitted to hospital after feeling ill, vomiting, a blood glucose value of 400mg/dl and diabetic ketoacidosis. At the time of the report the patient was still in hospital. He was treated with insulin and IV fluids and could be discharged from the hospital after two days. The patient reported the cannula of the infusion set was bent, an occlusion error was verified in the pump history but patient didn't know what to do when the occlusion message came. The patient changes the infusion set headset/cannula every 20 days and the infusion set tubing every 30 days.